Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when the safety introducer needle was removed, the lock cover was broken and detached. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism failure to activate was confirmed and the cause appeared to be supplier related. The product returned for evaluation was one 21ga safety introducer needle. The plastic safety collar had been advanced and was received detached from the needle. The metal safety clip was partially advanced along the needle shaft but did not cover the needle tip. The clip was misaligned on the needle shaft. Microscopic inspection of the safety confirmed that it was misaligned on the needle shaft. The safety mechanism functioned as intended when properly assembled on the needle shaft. The failure of the safety mechanism to capture the needle tip was caused by the misaligned clip, which appeared to have been assembled incorrectly. The bd supplier has been notified of this event and complaints will continue to be trended and monitored. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the safety introducer needle was removed, the lock cover was broken and detached. There was no reported patient injury. No other information was provided.